Event description:
It was reported the patient felt no stimulation sensation from the number 2 lead even when it was turned up all the way. The patient noticed this issue about 1 week ago. The patient did not have any falls or excessive bending or twisting, however, the patient felt pain at the spine where the lead was inserted about 1-2 weeks ago. The patient was going to have an appointment to check the device sometime in late april or early (B)(6) 2012. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported that the patient had needed a new antenna as his original was damaged. After receiving a new antenna the patient reported good paresthesia of affected areas.

Manufacturer narrative:
Lead model 3778, serial #(B)(4), implanted: (B)(6) 2012, lead model 3778 serial #(B)(4), implanted: (B)(6) 2012; programmer model 37744, serial #(B)(4).